Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4592 lead, implanted: (B)(6) 2002; 4092 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged resulting in undersensing and pacing failure. The lv lead was repositioned and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.